Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, results too high, on the axsym analyzer. The customer checked the analyzer and recalibrated with a different calibrator pack, but received the same error code. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.